Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported error "check IV set" on the 8100bd unit was not identified during the customer call. However, technical support recommended performing the patient side occlusion test, and if the issue persists, replacing the ail sensor or sending the unit for repair.

Event description:
It was reported that the device had error check IV set on 8100bd-unit. There was no patient involvement.